Event description:
The customer reporter reported to the baxter us sales rep while she was onsite in boston conducting studies using the sigma spectrum pump and baxter administration sets, it was reported that sigma associates had a difficulty removing the blue caps off the end of the IV sets. The nurse participant could not remove the cap and had to use a hemostat. Another nurse reported they had to use their teeth/mouth to remove it. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.